Event description:
It was reported that the insulin pump alarmed motor error during prime. It was stated that the customer was able to fill tube manually but not to deliver a 5 unit via fill cannula. Insulin is not cloudy or expired. Motor error occurred once in the last 30 days. It was also reported the customer received a failed battery test alarm. The contacts of battery cap are not missing or damaged. Customer was instructed to clean the battery cap and insert a new battery; failed battery test occurred again. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.